Event description:
It is reported that the patient is experiencing pain.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: primary operative notes were provided for review and note that the patient's right hip developed septic arthritis preoperatively, and after extensive antibiotic treatment a satisfactory resolution of the infection was verified. The surgical notes also mention that old sutures were encountered during entry of the hip from a prior surgery; however, no detail of the prior surgery is available. Significant bone loss necessitated the placement of an augment in conjunction with the acetabular cup. It was also noted that the screw holes in the augment were not in a satisfactory position and therefore, the surgeon drilled an additional hole to secure the augment into the ilium. With the information provided, a definitive root cause cannot be determined. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.